Manufacturer narrative:
The reported leak and insertion difficulty was confirmed. A leak was noted in the handle of the sheath during functional testing. Additionally, a catheter from current inventory was unable to advance distally through the sheath past the sheath handle. The handle was opened and the shaft windows were noted to be torn, consistent with the leak and insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with excessive deflection of the sheath with an unsupported shaft. The agilis nxt steerable introducer instructions for use cautions ¿indwelling percutaneous introducer sheaths should always be supported with a catheter.¿

Event description:
Related manufacturer reference: 3008452825-2017-00297, 3008452825-2017-00298, 3008452825-2017-00301. During an atrial fibrillation ablation procedure introducer leaks were noted. After approximately one hour of mapping the catheter was removed from the introducer and when attempting to insert the ablation catheter the introducer broke at the handle/catheter shaft interface and the catheter could not be advanced. The introducer was replaced four additional times but the same issue occurred, breaking after a few minutes of use while exchanging catheters in and out. The introducers were also noted to be leaking blood and saline after pulling a catheter out. The patient¿s anatomy was difficult, requiring significant torque on the introducers during the procedure. The patient remained stable throughout the procedure with no adverse consequences.